Event description:
Patient was implanted in the northeast. She relocated to the area. Rep asked to contact patient on friday of last week. She told she had not used her device in some time. Rep suggested she charge the device over the weekend and give rep a call the first part of the week and we could discuss what was going on once she had it recharged. She called rep today and told rep her controller would not hold a charge and rep directed her to neuro patient services to have them replace her rechargeable battery. When rep spoke with her on friday, she just said she had not used it in some time. Today patient informed rep that her controller battery would not hold a charge and it never really helped her. She didn't mention any of that on friday.

Manufacturer narrative:
Continuation of d10: product ID 97745bp; serial #: (B)(6); product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their controller and the issue began yesterday. Patient mentioned they hadn't used the implant in about 6 years because the implant did not work for them and did not give them relief. Patient only used the implant for 2 months or a little longer. During the call agent walked patient through removing the battery pack and plugging controller into the ac power. Controller powered on. Patient got the memory problem message. Patient set the date and time. Patient got the replace controller batteries message. Patient put the battery back into the controller and confirmed there was no green light above the screen. The issue was not resolved. Agent sent request to repair to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.